Manufacturer narrative:
The patient had a burn sign; however, philips was unable to obtain additional details regarding the degree of the burn and the treatment of the burn. Multiple requests were made; however, no information was able to be provided by the customer. Based on the available information, the cause of the cable malfunction could not be determined, as the serial number and other data about the cable were not available. Based on the information available, no further action is necessary at this time. Based on the information provided, it is unclear what caused the heartstart hands-free cable to malfunction, leading to the burn sign. If additional information is received, the complaint file will be reopened. H3 other text : multiple requests were made; however, no information was able to be provided by the customer.

Event description:
It was reported there was a patient burn sign after cardioversion. The device was in use on a patient.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported there was a patient burn sign after cardioversion. The device was in use on a patient. Additional details have been requested.